Manufacturer narrative:
No issues were identified with the complaint kit lot during the investigation. Data was provided through the case, but it was not indicated which data points correlate to the patient samples alleged to be discrepant. These data were confirmed to show true amplification. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer in spain alleged the generation of false positive sars-cov-2 results for 5 samples tested with the cobas® liat® sars-cov-2 & influenza a/b test. When the samples were repeat tested, on another cobas liat and an unknown platform, negative results were generated. No harm or injury was indicated. Although 5 samples were alleged, no sample/patient information or identifiable patient data were provided. As such, one MDR will be filed for the 5 patients as per FDA eua guidance.